Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared at 9pm on (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that at 1:30am on (B)(6) 2016 they had a "seizure". In response to this the emergency medical services (ems) were called and they arrived at 1:45am. The patient's blood glucose was measured and a result of "32mg/dl" was obtained on the ems meter. The patient was given IV glucose from a healthcare professional at this time. No further details regarding the patient's treatment were provided. At the time of troubleshooting the cca noted that there was no misuse of the product and the issue could not be resolved. The products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.